Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that electrode 9 was out of range. Upon further information, electrodes 9 and 14 were found to be > 40,000 ohms. Electrode 6 was also recommended to not be programmed due to impedances being in the 2,000 ohm range. The patient came in to be reprogrammed because she was not feeling stim at times. Reprogramming was done avoiding electrodes 6, 9, and 14. The issue was resolved. No further complications were reported.